Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the issue was the dso (downstream occlusion) seal degradation. The dso seal was replaced. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a delaminated downstream occlusion seal, scratched lens, and requires a software upgrade. The event occurred during testing, there was no patient involvement.